Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they had a weird sensation. Review of the interrogation report indicated that the right atrial (ra) lead had intermittent atrial lead undersensing on two arrhythmia episodes and atrial lead oversensing of t-wave on a different arrhythmia episode. There was a concern that the lead could be loose or compromised. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained by the patient's clinic that the patient has been seen and there are no issues with the right atrial (ra) lead being loose or compromised. The clinic also reported that no intervention was done for the atrial intermittent undersensing and atrial t-wave oversensing.